Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, urethral hypermobility, ovarian cyst and cesarean section (x2, g3, p2, a1). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 3 & 4 processed together. Pif received- new event pelvic pain and menorrhagia were added. Event adverse event was deleted. On 14-oct-2020: fu 3 & 4 processed together. Medical records received- medical history and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.